Manufacturer narrative:
Follow-up # 1 ¿ (10/04/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 9/17/2013 and 9/30/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, a reporter contacted lifescan us alleging that their device was encountering an error 2 strip issue. This complaint is being reported because it was not resolved at the time of the call. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
The products involved with this complaint have not been returned to lifescan at the time of this report. If the products involved are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.